Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59 mm x 90 mm abdominal aortic aneurysm and internal iliac artery aneurysm. The aortic neck was 27 mm in diameter proximally and 28 mm distally. The left common iliac artery was 15 mm in diameter with a length of 19 mm. It was reported that a post-operative follow-up CT scan showed there was a type ib endoleak that was caused by insufficient left common iliac artery landing zone. The physician implanted a 16/10/93 endurant limb to extend by 15 mm into external iliac artery after the left internal iliac artery was intentionally occluded. No additional clinical sequelae were reported and the patient is fine. The physician commented the endoleak occurred because it was not possible to secure sufficient landing zone length.

Manufacturer narrative:
(B)(4).